Event description:
Gastric tube replaced. The following days up until pt was admitted to hosp they were vomiting daily & had gastric secretions coming out from stoma around g-tube aspirated and consequently pt developed pneumonia. Pt was admitted to the hosp 4 days after g-tube replacement and had a left lung collapse then needed to be intubated and was in intensive care. Gastrointestinal bleeding increased. 2 units rbc's transfused.